Manufacturer narrative:
The product involved in this event is product ID 8888160556, 5fr dual lumen uvc catheter, lot unknown. This complaint has not been confirmed. The complaint sample was not returned to the manufacturing site for review. No lot number was provided, therefore, it is not possible to perform a device history record (DHR) review. All dhrs are reviewed for accuracy prior to product release. Without the sample or additional information, it is not possible to confirm an exact root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. The customer stated that the catheter broke just below the molded strain relief on the extensions. Additionally the catheter itself is not routinely cleansed and is always handled with gloved hands; the hub is always scrubbed with chg prior to use. At this point, the details on the chg solution used are unknown (composition, product description, etc.). Since the lot number was not provided, and the sample was not returned, it is not possible to identify the specific product&#39;s manufacturing date. Based on the event description, the catheter was patent and infusing without problems prior to it breaking. The device worked as intended during that particular time and also the device was released which means that it passed the required manufacturing controls. Based on the above, a potential root cause is misuse (over bending, excessive force, sharp objects, use of inappropriate cleaning agents). It is important to mention that the instructions for use (IFU) warns, do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not use alcohol, acetone or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter.

Event description:
On the other hand, there is a 100% leak testing applied during the manufacturing process of uvc catheters. After the leak testing station, other operations are performed to the catheter; however, these do not contain process risks which may contribute to the occurrence of the reported failure mode. The handling between stations is done by hand using plastic bins with no pinch points. The other operations are tip cutting, occlusion test, depth mark printing, depth mark drying, visual inspection, catheter guard assembly and finally packaging. Based on the available information, the most probable cause is customer damage due to potential exposure to excessive mechanical force or other sources of damage during use. This damage may have been caused incidentally at the hospital or by the patient. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. No further actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. Uf/importer report # (B)(4),

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an umbilical vessel catheter. The customer states the infant had a double lumen 5fr uvc to be discontinued at 21:30. At 16:30 on that day when returning the infant to the bed after feeding, the secondary uvc line snapped, breaking the line. The rn was at the bedside and notified the neo-natal nurse practitioner immediately. The uvc was removed at that time. Note that the catheter was patent and infusing without problems prior to it breaking.